Event description:
The customer reported that the system would display a filament regulator error message. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an onsite investigation. The service representative calibrated the filaments with the remote utility suite. The system was tested and found to be working as intended and put back in service.